Event description:
This follow-up report is being submitted to relay additional information. The complaint form is hand written in illegible italian. Multiple attempts were made for additional information; no response has been received. Based on the words that were able to be translated it is possible the patient retained the broken screw fragment; however this has not been confirmed.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The screw was visually evaluated. The screw showed signs of use as it had fractured at the shaft in the threaded portion of the screw. No functional testing was done on the screw as it was clearly fractured. There are no indications of manufactured defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force being applied during insertion. It is possible that this is a result of an attempt to insert the screw into a high density bone. The instructions for use (IFU) for this screw states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. It also states in the section titled bone screws: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the "fragility of the screw, it breaks during the surgery." Attempts have been made and no further information has been provided. No additional patient consequences were reported.